Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 3998, lot# lb1724, implanted: (B)(6) 2003, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a surging overstimulation sensation and she was unable to turn it off and/or could not locate her controller. The patient was ¿on the floor and unable to move much.¿ the patient had not used the implantable neurostimulator (ins) much in the past several years. It was noted she had visited a physician who may have tried to get the ins going again. The patient believed the surging sensation was related to her implantable neurostimulator (ins). The symptoms had been occurring since the monday prior to report. It was noted the primary concern was possible overstimulation from overdischarge recovery; however, no prior attempts had been made to recharge the battery since 2009. The patient had also not used the ins since 2009. While troubleshooting it was determined the recharger was not charged. The patient also found her programmer but it did not power on and needed new batteries. While charging the recharger on the date of report, a physician mode recharge (pmr) was attempted to reset the battery. No change to the patient was observed and there was no response from the ins. It was noted the ins was overdischarged. The patient was on pain medications. Additional information has been requested but was not available as of the date of this report.